Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not deliver a bolus for breakfast. The customer experienced an elevated blood glucose (bg) level of 515 mg/dl, to address the bg level, the customer delivered correction boluses, and at the time of the call, the customer's bg level was 363 mg/dl. Additionally, it was confirmed that the customer had manual injections available which would be administered as needed. It was confirmed that the customer was working with contact to bring down bg level.